Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 3 atm. The procedure was completed with another of the same device. No complications were reported.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 3 atm. The procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination revealed that no issues were identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 2mm proximal to the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. Functional examination revealed that the device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak.